Event description:
It was reported that the customer received a compromised force sensor system alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in the motor error loop during the bolus / basal delivery. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm other error alarms due to an erased history file. The pump also had a missing end cap sticker, minor scratches on the lcd window, a scratched reservoir tube window, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.